Event description:
In situ testing shows that the number of affected channels has increased. Reportedly, despite this there has not been any change or decline in the user's hearing performance. There has been no report of any injury and no changes in health or medication. No redness or swelling was noted at the implant site. The user was successfully re-implanted on (B)(6) 2020 with a new device.